Manufacturer narrative:
During failure analysis, the reported event that the pointer was not communicating with the system and could not be initialized was confirmed through the device inspection. Based on the investigation results, it was observed that the pointer board was damaged. It is possible that the failed communication and initialization was caused by the damaged board of the device. The device was discarded by the manufacturer following evaluation.

Manufacturer narrative:
Additional information will be submitted once the device is received and the quality investigation is completed, if additional information is obtained and requires reporting. The device has not been returned for analysis at this time.

Event description:
It was reported that during a neurological surgery, using cranial navigation software, the large pointer would not initialize and was not recognized by the navigation system after the battery was installed in the pointer. It was reported that the user did not have a backup device and completed the surgical procedure successfully with traditional methods. No delay, no medical intervention and no adverse consequences were alleged with this event.

Event description:
It was reported that during a neurological surgery, using cranial navigation software, the large pointer would not initialize and was not recognized by the navigation system after the battery was installed in the pointer. It was reported that the user did not have a backup device and completed the surgical procedure successfully with traditional methods. No delay, no medical intervention and no adverse consequences were alleged with this event.